Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. A 156 events were reported for this quarter. A 148 devices were received for evaluation. A 147 events were confirmed during testing. A 147 devices were found to be affected by missing paint chips. One device evaluation is in progress. Six devices were available for evaluation but have not yet been received. Two devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 156 malfunction events in which the device had missing paint chips. The 155 events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale this follow-up record is being submitted for additional information.   Reported events 11 events were reported for this quarter.   Product return status 1 device was received for evaluation. 10 devices were not available to stryker for evaluation.      Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by missing paint chips. Additional information 11 devices were not labeled for single-use. 11 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 156 </noe> malfunction events in which the device had missing paint chips. 155 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.